Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.